Event description:
The customer reported an intermittent occlusion alarm. Vent did not shut down, but had transient svo occlusion episodes at the the time customer reported intermittent operation. No patient involvement was reported.